Event description:
It was reported patient received inappropriate therapy and an alert for possible high voltage circuit damage detected. Lead remains implanted. Patient was in stable condition after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.